Event description:
Device was returned for repair with a faulty motor and control system. The coupling mechanism was loose and the hose was worn out. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to inappropriate or lack of cleaning of maintenance. Additionally, the functional testing revealed the motor and control system did not operate properly and the hose was worn. Device was inspected and repaired.